Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment. Product was used for therapeutic treatment. Gynecare tvt was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.